Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It has been reported that the dermatome was not cutting properly. The event timing was unknown. There was no harm or delay. No adverse events were reported as a result of this malfunction.

Event description:
No additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. On (B)(6) 2019, it was reported that the dermatome was not cutting properly. The customer returned an electric dermatome device, serial number (B)(4). For evaluation. The customer also returned the 1"/2"/3"/4" width plates, for evaluation. Product review of the electric dermatome on (B)(6) 2020 revealed that all 4 width plates were dinged and damaged in the harvesting area and leading edge. The head was worn and dinged in the blade area and various other locations. The motor speed was erratic and could not be measured. The calibration was out of specifications at all setting and the control bar was in the correct position. The customer did not return a power supply for evaluation. Repair of the electric dermatome was not performed as the repair was upgraded to an aged repair and the customer denied the cost and requested that the device be scrapped. It was inspected and tested. While the returned product investigation confirmed that the electric dermatome had damaged width plates, a damaged head, an erratic motor, and all settings out of calibration, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was not repaired at as the customer denied the repair quote. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.